Event description:
It was reported after unloading an emergency patient from the ambulance and the safety bail was released, the stretcher allegedly suddenly lowered approximately 2 feet. No injuries were reported and the stretcher was able to be raised back up and the patient was transported into the emergency room without further incident. The stretcher was immediately removed from service pending investigation.

Manufacturer narrative:
The subject stretcher was returned to the manufacturer for a visual and functional evaluation. The reported issue could not be duplicated after repeated tests; however, as a preventive measure, the actuator was replaced and the stretcher was returned to the customer.

Event description:
It was reported after unloading an emergency patient from the ambulance and the safety bail was released, the stretcher allegedly suddenly lowered approximately 2 feet. No injuries were reported and the stretcher was able to be raised back up and the patient was transported into the emergency room without further incident. The stretcher was immediately removed from service pending investigation.